Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured access site bleeding with a "definite" relationship to the impella device used: ¿participant developed femoral artery access site bleeding and hematoma during impella-supported procedure requiring two units prbcs, IV fluids, and epinephrine to maintain blood pressure. Two additional units prbcs received in ICU plus albumin. Bleeding noted as "abated" (B)(6) 2024. Pre-procedure hgb 11.0 g/dl, post-procedure and transfusion hgb 12.6 g/dl.¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿